Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke inside the scope. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.